Event description:
The procedure was a stent assisted coiling of a basilar tip aneurysm with the intent of positioning the enterprise from the right posterior cerebral artery (pca) to the basilar artery (ba). The physician reported that the microcatheter (mc) was placed past the aneurysm into the right pca and the enterprise was delivered to the intended site. After deploying the stent and when going back on fluoro, it was noted that the stent was approximately 8mm proximal to where it had been deployed. The distal markers of the stent were at the neck of the aneurysm and the stent was in the ba. Thinking that the stent was fully deployed, the decision was then made to advance the mc over the delivery wire and place a second enterprise distal to the first stent with the first stent overlapping the second stent. After advancing the mc over the delivery wire into the right pca, the delivery wire of the first stent was removed from the mc without any resistance. A second enterprise system was inserted into the mc; however, when the second stent delivery wire exited the introducer into the taper of the hub, it stopped and could not be forwarded further. It was thought that there was an occlusion in the mc so the back end of a gw was used to advance into the mc. This could not be advanced past the same area of obstruction. In order that mc access through the first stent would not be lost, the distal end of the mc was cut distal to the obstruction. The intent was to deploy the second stent distal to and overlapping the first stent; however, at this point it was noted that the first stent was not longer seen in the ba and could not be located with fluoro. It was thought that the first stent was possibly in the distal end of the mc and was causing the obstruction. The distal obstructed end of the mc was retained for analysis. The second stent was then successfully deployed extending from the right pca into the ba. Access into the aneurysm was obtained with a wire, but three noncordis mcs couldn't be placed through the struts of the enterprise into the aneurysm in order to coil the aneurysm. Finally with a lot of effort, a prowler 14 was able to be advanced through the stent struts. Six unknown coils were replaced without incident with good results; however, it was determined that a seventh coil would be placed to fill a neck remnant. When placing the seventh coil, the prowler 14 mc suddenly jumped back out of the aneurysm neck and back through the stent struts. At this point due to the previous difficulty encountered during attempts to insert the mc through the stent struts, the case was terminated without injury to the pt. This is one of two product used on the same pt. MFR report#

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.